Event description:
It was reported to philips the device failed the defib test during opcheck. There was no patient involvement.

Event description:
It was reported to philips the device failed the defib test during opcheck. A philips authorized repair bench technician evaluated the device. The technician confirmed the device failed the defib test due to capacitor testing below specification. The technician replaced the capacitor. The device passed all performance assurance tests and was returned to the customer.